Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. However, it was noted that the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure multiple attempts to position the lead were made but sensing was inadequate. After many attempts the impedance was noted to be high. Possible lead fracture was suspected. The lead was removed and a new lead was implanted instead. No patient complications have been reported as a result of this event.